Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing for downstream occlusion the device was found within specified pressure ranges. A review of the event history log revealed multiple downstream occlusion alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified but the device met specifications. Should additional relevant information become available, a supplemental report will be submitted.